Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Pre-analytical factors were reported as inconspicuous. Additional testing conducted at an external laboratory using alternative assays, including the abbott alinity hiv ag/ab combo and western blot methods, yielded non-reactive results. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. The initial result was 7.780 coi (reactive). A repeat test yielded a result of 7.800 coi (reactive). Additional testing was conducted at an external laboratory (biomnis). The abbott alinity hiv ag/ab combo assay produced a result of 0.08 index (non-reactive). Western blot (wb) testing using mikrogen recomline hiv-1 & hiv-2 igg for anti-gp120, anti-gp41, anti-p51, anti-p31, and anti-p24 was negative. A confirmatory wb test for anti-p17, anti-gp105, and anti-gp36 was also negative.